Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric, de novo, 90% stenosis in the proximal circumflex. Reportedly, the 2.0 x 12 mm mini trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 8 atmospheres. There was no resistance during advancement or removal of the balloon catheter. Another balloon catheter was used to complete further dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency